Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 136 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime. Insulin did exit with fixed prime. Customer was advised that site may have been occluded. No further information provided.